Event description:
Gynecare tvt - 0 bladder sling implanted (B)(6) 2011. Complications immediately following surgery: inability to move left leg, pain, inability to urinate, sent home 2 days later with catheter, returned to hospital emergency room on (B)(6) 2012 with abdominal and chest pain, diagnosed and admitted to ICU with uti/bladder infection and pulmonary embolism, released 4 days later only to have more relentless abdominal pain, another uti, several emergency room visits later an explant attempt failed on (B)(6) 2011 further complications, more pain, uti's and emergency room visits, (B)(6) 2012 another attempt at explant, which was also unsuccessful, was made at the university of (B)(6), by a uro/gyno surgeon. More of the same complications and uti's which were not attended to because of a lack of insurance. Reason for use: stress urinary incontinence.